Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge as instructed, removed loose o-ring from pneumatic tap, cleaned area, successfully reloaded cartridge through pump load menu, and then resumed insulin therapy without further issues.